Event description:
It was reported that the patient underwent a procedure to treat a lumbar herniation. It was reported that the lower tip of the micropituitary broke off during use. All fragments were removed from the patient and the procedure was completed using other instrument without any further incidents. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The inferior shaft is broken at the pivot pin. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overload.